Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary tract infection, urinary frequency and atrophic vaginitis.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence, urinary tract infection, urinary frequency and atrophic vaginitis.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat stress urinary incontinence and cystocele.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.